Event description:
Patient with an implanted heartmate iii left ventricular assist device (lvad) with chronic pseudomonas infection now including the central lvad components was admitted again with worsening infection symptoms and another bacteremia despite appropriate antibiotic coverage. Patient has been a status 7 for several months for heart transplant while our team attempted to gain control of the infection. During this hospitalization we attempted a heroic intervention for infection control including complete removal of all lvad components with transition of circulatory support to a 5.5 impella, and a right rotaflow assist device. The patient struggled in a cardiogenic/septic shock situation that required the addition of dialysis and multiple reintubations for respiratory failure. As his infection and clinical picture began to improve, his exit strategy with transplant was further complicated by the finding of prohibitive alloantibodies. In accordance with patients prior wishes to not have an lvad re-implanted, and to not continue futile medical therapies, care was withdrawn and patient expired.